Manufacturer narrative:
(B)(4).

Event description:
Publix communicated this complaint. Customer felt his meter results were high and he could not control his blood sugar. Customer states he went to the emergency room and the difference between reading was 200 pts. No other details provided to understand any time frames or what instruments were used for comparison of glucose levels. No injury reported. According to publix, the meter was discarded and there are no test strips left.